Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they've been experiencing a lot of lower back pain near the ins. They also said it hurts when they stretch or move and the pain has brought the patient to tears. The caller also noted that it took a long time (3 months) for the patient to heal; they've experienced a lot of tenderness. As a result of what was reported, the patient was redirected to their healthcare provider (hcp). The caller also said they have been seen by their hcp and are concerned that the ins has possibly moved out of the pocket, but an x-ray was inconclusive. The caller also noted that they have arthritis in their spine. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that no further actions had been taken because their doctor was no longer in their insurance. The patient reported that the ins did migrate out of the pocket. There were no further complications reported or anticipated.